Event description:
50 mg protamine was administered prior to closure.

Event description:
On (B)(6) 2019 surgery was performed on the patient. The surgery was an exploratory laparotomy, retroperitoneal exploration, evacuation of a hematoma, repair of the external iliac artery, thrombectomy of superficial femoral artery (sfa) and external iliac , femoral endartecrectomy with patch plasty and explant of manta vascular closure device. Operative notes from the surgery stated that the patient's vessels were friable and diseased. In addition, it was reported that thrombi were located both proximal and distal to the injured section of vessel that was damaged. The manta was explanted, however the exact location of the manta was not confirmed. A central venous line was placed following the surgery for hemodynamic monitoring. Patient was said to tolerate all the procedures well. On (B)(6) 2019 due to recurrent bleeding a procedure was performed to place a covered stent in the right iliac artery. The stent was placed to treat the recurrent bleed as well as a "large dissection." (B)(6) 2019 a radiology study showed an acute/subacute hematoma involving the right psoas and illiacus muscle, as well as an additional hematoma on the right pelvidc sidewall. (B)(6) 2019 the large hematoma in the right pelvis side wall was drained successfully. Patient was discharged (B)(6) 2019 to a rehab facility.

Manufacturer narrative:
The device and angiograms were not returned for investigation. During post deployment it was reported oozing at the access site following 10 minutes of manual pressure successfully achieved hemostasis. Manual compression is common clinical acceptable therapy to help induce a quicker time to hemostasis and alone does not signify a device failure. Three to four hours post closure the patient experienced tenderness in the right lower quadrant, rapid drop in blood pressure, and was hemodynamically unstable. Due to the patients condition the surgeon was unable to do an angiogram and balloon inflation. The patient was moved to the or where a surgical cut-down was completed to repair the vessel. The location of the manta implant and cause of the bleed was not conclusive due to a surgical repot not being available in the received patient records. The only substantial information obtained was the surgeon noted the vessel were friable and diseased. Diseased vessel can lead to poor access which affects the ability for optimal manta closure. The IFU warns do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are known adverse events associated with the manta closure device. The document history record (DHR) was reviewed and confirmed no non-conformities. The occurrence of this type of incident remains below risk documentation acceptable limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists retroperitoneal bleeding as a result of access above the inguinal ligament or the most inferior border of the epigastric artery (iea), and other access site complications requiring surgical intervention as a possible adverse event related to the deployment of vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Following deployment of a manta 18f vascular closure devicefor closure, there was "oozing" of blood at the access site. 10 minutes of manual pressure was held, and hemostasis was achieved. Approximately 3-4 hours post closure (4:30-5:30 pm) the patient complained of tenderness in the right lower quadrant (rlq). She was also reported to have a rapid drop in blood pressure. The patient became hemodynamically unstable and was taken to the operating room. Patient was diagnosed with an retroperitoneal bleed . The vessel was surgically repaired. The patient's status as of (B)(6) 2019 was "critical." No additional update on the patient's status has been reported.